Event description:
User observed fluid dripping from analyzer onto the floor. No pt samples results affected, and no one was harmed. The field service representative determined the cause to be the sample probes pierced the tube stoppers in the wash station causing the wash tubes to leak, and replaced tube stoppers. Performance tests were performed.